Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has not received any information from the customer regarding the return of this device for evaluation. The customer has not decided if they will replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing its attention and charge-pak icons. After an evaluation of the device data, it was observed that the internal hlc batteries had been depleted to a point where effective defibrillation therapy delivery may not be available. There was no patient use associated with the reported issue.